Event description:
Adult female being prepared for an IV placement before her bilateral breast MRI exam. As the technologist was cleaning the skin the patient was scraped by something possibly inside/on the chlorhexidine skin prep - left antecubital/forearm area - there was skin erosion substantial enough to cause a bleed. Patient was assessed by radiology rn and skin was cleaned & antiseptic around the affected area and dressing applied. No delay to procedure.